Event description:
It was reported that while running bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from polis to english: the user of the apparatus ((B)(6)) informed about a randomly observed problem with the transfer of material between test tubes (carryover). The user performed standard maintenance (rinsing) activities and controlled the operation of the v8 valve. The problem occurs randomly, more often with rich-cell material, with blasts. Cst balls sometimes visible in the first material acquisition after pqc. Visible variable amount of transferred material over time - the highest about 10 seconds, then a decrease. The problem occurs both with manual work and with ual. The problem is independent of the number of capillary washes (sit flush).

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to a facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding high carry over between samples. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from(B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 13 complaints related to the issue of high carry over. Date ranges from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) , file # 659180-659180-r659180000110-101391543-17, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between samples was due to an improper sit length. The customer had initially reported that the carryover appeared to occur randomly, though more often with viscous materials and both on manual and ual supported tests. Alhough the customer cleaned the instrument and properly ran sit flushes between sample tests, carryover would still appear. The fse (field service engineer) that came onsite to assist the customer confirmed the issue by performing tests using blue beads and observing event rates. The observed carryover was around .04% with a listed specification of <0.1%. The fse then checked the sit length which was set to 13mm by the customer (reaching the bottom of the sample tube), and adjusted this to 11.8-11.9mm using the sit length tool. The instrument was tested again with a carryover rate of around .004%, and was confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. The fse was not able to find any faults with the instrument according to its specifications, and after the sit adjustment and testing, the instrument was returned to the customer for normal use. 2-3 weeks later the customer reported that they had lowered the sit again and observed carryover, so they were advised to return the sit back to the previous length. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case #: (B)(4). Install date: 26sep2017. Defective part number: n/a. Work order notes: o subject / reported: pn: 659180 - facslyric 3l10c instrument, sn: (B)(6) material transfer between tubes (carryover). O problem description: the user of the apparatus (lukasz sloty) informed about a randomly observed problem with the transfer of material between the test tubes (carryover). The user performed standard maintenance (rinsing) activities and controlled the operation of the v8 valve. The problem occurs randomly, more often with rich-cell material, with blasts. Cst balls sometimes visible in the first material acquisition after pqc. Visible variable amount of transferred material over time - the highest about 10 seconds, then a decrease. The problem occurs both with manual work and with ual. The problem is independent of the number of capillary washes (sit flush). O work performed: during the initial discussion, users confirmed that there was a problem with material transfer between successive aspirated tubes (carryover). The problem occurs with a random intensity and depends on the type of the tested sample - it occurs more often with high-cell, viscous material. Initial tests were performed using bluebeads 6um. The bead sample was aspirated for 30 seconds with an eventrate of approx 2500, collecting approx 75-80k. Then, as a control, pure facsflow-acquisition 30 seconds was aspirated with or without a 10 second prewiew. In both cases, the number of collected beads was about 30. Then, the length of the capillary withdrawn from the stinger was checked - 13.0mm (set by the user during capillary replacement, so that it reached the bottom of the tube). After setting the capillary length using the sit length tool, the capillary extends to 11.8-11.9mm. The carryover test (as described above) was repeated. In the control, with a 10-second preview, the results improved - most often no beads were detected and a maximum of 3 was measured in one of the repetitions. The user was advised to use the tool when changing the capillary and to use a 10-second preview. The user was asked to provide further observations of the carryover phenomenon in routine work. 6/10/20: test with bleu beads count 100k, carry over 0.1 to 0.2%. Test with extra sitwashes (1 -> 4) makes no difference. Needle positioned 0.5 mm higher. Carry over blue beads 0.004%. Test with cll sample 0.025%. They will evaluate this in the coming weeks and then decide what will happen with the other lyrics moët. Cst passed abort count passed pro events 6389, ab counts 3 instrument ready o cause: n/a. O solution: n/a. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. O azure ID: 89210. O ID: (B)(6). O reg status: ivd; ruo. O hazard: incorrect output. O cause: sample carryover error - electronic. O harmful effects: events appear in wrong tube (false positive result). O risk control: - data buffer will be purged between sample acquisitions. - system level carryover test. O req link (azure ID): - 90206 - libivd-fw-471 data carry over o implementation verification: - cmsvp-aq-data_format .- liberty libivd-15-09p. O effectiveness verification: - liberty cms firmware subsystem verification summary report - libivd-15-09f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient ¿yes ¿no . Root cause: based on the investigation results the root cause of the carryover between samples was due to an improper sit length. Conclusion: based on the investigation results the root cause of the carryover between samples was due to an improper sit length. The fse confirmed the issue of carryover by running several tests and checked the sit. The sit length was set by the customer to be 13mm, reaching the bottom of the sample tube, and was reset to be 11.8-11.9mm by the fse with the sit length tool. The fse couldn¿t find any issues with the instrument according to its specifications, and after the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the user of the apparatus (B)(6) informed about a randomly observed problem with the transfer of material between test tubes (carryover). The user performed standard maintenance (rinsing) activities and controlled the operation of the v8 valve. The problem occurs randomly, more often with rich-cell material, with blasts. Cst balls sometimes visible in the first material acquisition after pqc. Visible variable amount of transferred material over time - the highest about 10 seconds, then a decrease. The problem occurs both with manual work and with ual. The problem is independent of the number of capillary washes (sit flush).